Manufacturer narrative:
Investigation summary catalog 442023. Batch no. 4248959. Customer reported a missing vial label. Photo of missing vial label was received. Bd was unable to reproduce customer experience with the bactec product. Satisfactory results were obtained from retention samples when visually inspected for reported defect (no vial label). Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. A technical assessment was performed to determine if the weiler bottle labeler packaging had mechanical issues and/or breakdowns during labeling process of aforementioned batch. Preventive maintenance activities to the weiler bottle labeler packaging machine were completed on time as scheduled. Upon evaluation of breakdowns / incidents reports, there was no issues or malfunctions related to label placement. The manufacturing downtime reported jam/ synchronization on the weiler labeler machine. These issues are resolved during the labeling process. During the packaging process of each lot, a process control representative inspects one case every hour for completeness. A change control was initiated to avoid this type of defect. Complaint is confirmed based on photo received. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported prior to using bd bactec¿ plus aerobic/f culture vials (plastic) one bottle was missing a label. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E.1 initial reporter facility name: (B)(6)hospital the information for the additional 510k is as follows: g4. PMA / 510(k)#: k222591 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to using bd bactec¿ plus aerobic/f culture vials (plastic) one bottle was missing a label. No adverse impact was reported regarding the patient or user.